Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test. However, the pump failed self test and was confirmed in history file due to broken trace at keypad assembly. No unexpected occlusions or insulin flow blocked alarm noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.